Event description:
The lead was implanted on (B)(6) 2006. Lead repaired- two areas of abrasion, lead repair kit used. Remains implanted. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).